Event description:
There was an allegation of questionable gluc3 glucose hk results for 1 patient sample and questionable ca calcium results for 4 patient samples on a cobas 8000 c 702 module. Sample 1: the initial glucose result was 18.5 mmol/l. The result was reported outside of the laboratory and a repeat result was requested as the result did not fit the clinical picture of the patient. The repeated result was 4.17 mmol/l. Sample 2: on (B)(6) 2022, the initial calcium result was 1.586 mmol/l. This result was questioned and the sample was repeated. The repeated result was 2.086 mmol/l. Sample 3: on (B)(6) 2022, the initial calcium result was <0.2 mmol/l and the repeated result was 2.0 mmol/l. Sample 4: the initial calcium result was 0.784 mmol/l and the repeated result was 2.269 mmol/l. The results were reported on (B)(6) 2022, but the date the results were obtained was not provided. Sample 5: the initial calcium result was 0.860 mmol/l and the repeated result was 2.153 mmol/l. The results were reported on (B)(6) 2022, but the date the results were obtained was not provided. The reagent lot numbers and expiration dates were requested, but not provided. The results were reported outside of the laboratory.

Manufacturer narrative:
The field service representative adjusted the sample and reagent probes, performed checks, replaced the gear pump head, and found that the spring in the sample probe arm was missing. He replaced the sample probe head and cleaned the instrument. The investigation is ongoing.

Manufacturer narrative:
The field service representative found a wash needle in the cuvette laundry unit was not snapping back properly. It was missing a spring and a holder clip. He fixed the wash needle. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.